Event description:
During removal of the pa catheter from the pt and in removing the obturator, the user inadvertently loosened the luer connection between the hemostais valve and sheath. The pt required resuscitation and alleviate an air entrapment. Pt recovered without any complications. User admitted that during the insertion of the pa catheter, the sheath/hemostasis valve was inadverently loosened and not retightened.